Manufacturer narrative:
H4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the distal bile duct to treat a 3cm malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. An uncovered wallflex stent was implanted in the bile duct. Post procedure, it was noticed through an occlusion cholangiogram that there was a tissue ingrowth on the stent. Due to this, a 10x80mm fully covered wallflex biliary stent was placed. There was no patient complications reported as a result of this event.